Manufacturer narrative:
The device ro14030 data log files were reviewed for investigation purposes. No confirmed root cause was identified following the investigation. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. While attempting to calibrate the distance sensor, an error occurred that could not initialize laser. To solve the issue the device was completely restarted. A surgery delay has been reported < 30 minutes.